Manufacturer narrative:
The device was received and evaluated. The cannula was reported to be dislodged from the infusion site. No damages or defects were observed that would cause the cannula to dislodge. The exact cause of the reported event could not be determined. Inspection of the device did not find any issues with the cannula assembly that would result in leaking during wear. The fluid path was inspected and no signs of leakage were observed. No other damages or defects were observed that could contribute to the reported event.

Manufacturer narrative:
The product was not returned for evaluation. It was reported that the cannula had pulled out of the infusion site. A dislodged cannula could interrupt insulin delivery and may lead to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Using the pod 5: pages 43-44. Warning:  check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Warning:  because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7: page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient's blood glucose level rose to 18 mmol/l (324 mg/dl) while wearing the pod between 24 and 36 hours. The pod's cannula dislodged from the infusion site (arm), while the patient was sleeping. As treatment, an insulin injection was administered and a new pod was applied.